Event description:
A report was received that the patient was experiencing discomfort at the midline incision. Revision was done wherein one lead was replaced because it was clipped with scissors during dissection. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing discomfort at the midline incision. Revision was done wherein one lead was replaced because it was clipped with scissors during dissection. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.